Event description:
It was reported that the programmer kept reading an error and had a black screen upon power-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: though analysis was unable to replicate the customer experience of the programmer continually "reading an error" and also booting to a black screen, errors were found in the error log and the hard drive was reconfigured and the software reloaded to resolve. It was additionally noted that the tabs on the power cord bay door were broken and the power cord bay was therefore replaced. (B)(4).